Manufacturer narrative:
Unit rec'd dirty and tested as rec'd. Unit passed all performance tests. The complaint could not be duplicated.

Event description:
Rptr stated that caller from facility reported that the unit was underfilling. He based this on the first bag of the day to be compounded, which was to be filled with 650ml of amino acid solution from source bottles on station 2. There were no other additions. The source bottle had a volume of 500ml. The unit went to complete without alarms, and both the station 2 "volume delivered" display and the "total delivered" display reading 650ml. Since the source bottle had a capacity of 500ml, the caller concluded that the unit had actually pumped 500ml or less while reading it had pumped 650ml, i.e. The unit was underfilling the final container. The bag was discarded, so there was no pt involvement. The caller was advised not to use the unit, which will be sent to product svcs for eval.